Manufacturer narrative:
Sorin group (B)(4) manufactures the compact sys. The incident occurred in (B)(6). This medwatch is filed on behave of sorin group (B)(4). Sorin group rec'd a report that the compact pump stopped during a procedure. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group rec'd a report that the stockert compact pump dtoppe during a procedure. There was no report of pt injury.